Manufacturer narrative:
(B)(4). Report source, foreign - events occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the (B)(6) joint registry that the patient had an initial left hip surgery. He underwent a revision surgery due to stem loosening approximately one month later.